Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken (r-unit) charged couple device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the(r-unit) charged couple device is broken and therefore the image is purple, and for the broken (r-unit) charged couple device, the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that rigid video laparoscope had pink or purple image. The issue was identified during device service and maintenance. There was no patient involvement.